Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation.

Event description:
It was reported in the patient's medical records that the patient underwent additional surgery on to remove hardware from previous l5-s1 fusion and for fusion at l4-5 with dynamic rod fixation. Sometime post-op the patient fell and twisted and developed immediate lower left extremity radicular pain. CT scan showed the left l4 screw medial. A revision surgery was done approximately 5 weeks post-op to remove the left l4 screw and replace with a new one. Post-op the patient was reportedly doing well and pain symptoms were relieved.